Event description:
It was reported that sheath was torn causing hematoma. A 5 fr x 11 cm .035 introducer sheath was selected for use in a renal embolization. During the closure process of the procedure, a non-boston scientific vascular closure was placed. Upon retracting the sheath, it was noted that the sheath tore in half causing a hematoma. Manual pressure was applied to the incision site. Both parts of the sheath were recovered. No further patient complications were reported, and the patient fully recovered.

Manufacturer narrative:
Detailed product information was not provided to boston scientific. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the lot # is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.